Manufacturer narrative:
The 3-spike disposable set involved in the incident was discarded at the hospital and the users were unable to provide the lot number of the set, therefore a thorough investigation could not be performed. Without receiving the sample or photographs for investigation, a root cause of the reported leak cannot be established. All 3-spike disposable sets are 100% visually inspected and 100% leak-tested prior to release from belmont medical technologies. No patient injury was reported. Without the ability to investigate the disposable set or associated lot number, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be provided. We will continue to monitor and trend similar reports of this nature and take further action if required.

Event description:
The user facility reported that the 3-spike disposable set leaked blood during a case with a rapid infuser, ri-2.